Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump received multiple pump error alarms. Customer reported that alarm did not clear by selecting ok and insulin pump screen did not turn off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test, active current measurement test, sleep current measurement test and displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 24, pump error 49, pump error 40 or pump error 68 alarm noted. Device powered on properly with no blank display noted during testing. (B)(4).